Event description:
Event was reported to caldera medical by an attorney. The patient has suffered extrusion, pelvic pain, dyspareunia, large amount of vaginal scarring, extreme discomfort, worsened urinary incontinence, bladder spasms, swelling in abdomen, and urinary tract infections. No further information has been provided.